Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 19 events were reported for this quarter. Product return status twelve (12) devices were received. One (1) device was not available for evaluation. Six (6) device investigation types have not yet been determined. Additional information 19 devices were not labeled for single-use. 19 devices were not reprocessed or reused.

Event description:
This report summarizes 19 malfunction events in which the device reportedly overheated. 18 events had no patient involvement. No patient impact. One (1) event had patient involvement. No patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 19 previously reported events are included in this follow-up record. Product return status: 16 devices were received. 3 devices were not available for evaluation.

Event description:
This report summarizes 19 malfunction events in which the device reportedly overheated. 17 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.